Manufacturer narrative:
Evaluation of the returned catheter found damage to the nosecone of the lesion generator. This damage allowed liquid to enter the nosecone, which is a space normally filled with air, possibly resulting in energy being directed in a location other than the intended location and which is visible to the user by a change in aiming beam appearance. The instructions for use (IFU) directs the user to replace the device if the aiming beam intensity is reduced or appears distorted. The user noticed the decrease in aiming beam appearance but did not replace the device until after treating an additional pulmonary vein. The damage to the nosecone appeared to have been caused during use of the device, which can occur if the IFU cautions for device handling are not followed. This complaint is similar to a previously filed MDR involving a serious injury (MDR 1225698-2018-00015 supplement). In the previously filed MDR, it could not be determined if there was a relationship between the product malfunction and the adverse event. In the case of this report, there was no adverse event. 21 cfr 803.50(2) requires the reporting of a complaint as an MDR if the device: has malfunctioned and this device or a similar device that you market would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. Damage to the nosecone resulting in a distorted aiming beam is visible to the user, and replacement of the device ensures there is no risk of harm. Because the device was not replaced after the aiming beam was noted to be abnormal, it cannot be determined if it is likely this event would have caused or contributed to a death or serious injury, but it cannot be excluded. Because this event is similar to a previously reported MDR, it is being reported as an MDR.

Event description:
During an independent procedure with no company representatives present the user noted the aiming beam was smaller than usual but continued to use the device. During continued use of the device the aiming beam then appeared scattered at which point the device was replaced.